Event description:
A customer reported that an antibody screen in 2006 was negative with 0.8% selectogen lot 8s716, however post transfusion anti-e was identified. Antibody screens were performed on the event date and 10 days later with lot 8s716. No reactivity was observed. About ten days later, the pt was transfused with 1 unit of packed red blood cells. Approximately 2 months post-transfusion testing of pt's sample with 8s724 was positive and anti-e was identified. Pt was dat positive, no eluate test was performed.